Manufacturer narrative:
An investigation was performed for the customer issue and abbott field service representative (fsr) identified the scc/cpu power supply within the scc was the failed component. The power supply, scc f+/f_win7 (rohs), part number 7-206072-02 was investigated as the likely cause for this issue. The fsr identified no visible damage of fire or smoke to the scc or the architect c4000 and replaced the power supply. A review of the service history found no contributing factor on or around the date of the event and there were no subsequent reports of sparks from the analyzer or the scc after the power supply was replaced. No systemic issues or adverse trends were identified. A review of product labeling was found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer reported the cpu sparked, made a noise, and shutdown when using the architect c4000. When attempting to reboot, there was no response at first. The customer reported a spark occurred when powering on the instrument. Abbott field service replaced the scc power supply. No visible damage of fire or smoke to the scc or instrument was reported. After troubleshooting, the customer observed system fan failure message with further details of sensor/temperature/rpm status. The customer states zero rpm was highlighted red and the sensor status screen was blinking/alarming. No user injuries and no impact to patient management was reported.